Event description:
It was reported that the patient developed an abscess/ infection at the pod insertion site. The patient had the pod on their arm for an unspecified number of hours before they began to experience aching at the insertion site. They mentioned they had experienced several hypoglycemia issues the day prior to this ache (exact blood glucose results were not provided). They removed the pod and discovered an abscess like a lump at the insertion site. The lump was not going away so they ¿went to get antibiotics¿ (route, dose, and if over the counter or prescribed antibiotics were unspecified). The antibiotics did not seem to help, and the lump grew and began moving under their armpit, so the patient went to the emergency room. The patient reported that the emergency room thought they would need to give intravenous antibiotics, but instead they lanced the mass. It was not reported how long the patient was in the emergency room. The mass had been lanced two weeks prior to when the patient was reporting this incident, and they still had their arm packed and the infection was still present. They reported they would be having an ultrasound and there was still mass present above where it had been lanced.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Insulet became aware of additionally information not included in initial report. B2, b5, and h6 have been updated to reflect this information.

Event description:
Insulet became aware of additional information not included in the initial report. The patient was experiencing high blood glucose levels reading "high" and her exact levels were reported at 25 mmol/l (450 mg/dl) the pod was removed and customer noted that there was redness on the site and that she could smell and feel insulin leaking. The edges of the pod had been lifting prior to the patient removing the pod. The patient confirmed that she had symptoms of redness around the pod site, worsening spread of erythema, and purulent ooze from site. Customer also reported the lump on the site which grew bigger and was starting to move under into my armpit. They were diagnosed with cellulitis and were admitted to the hospital for around one day from (B)(6) 2025 to (B)(6) 2025. Customer stated that the abscess was cut open, leaving a deep cut requiring several visits to the general practitioner for re-packing additionally, they were prescribed a course of cephalexin.